Event description:
It was reported that an alert/notification settings issue occurred. The patient's spouse initially called due to receiving a letter for the receiver recall. The issue with the device occurred on (B)(6) 2025 around 2:30 am. The spouse woke up and checked on the patient but she couldn't wake him. Upon checking his monitor, dexcom showed, 54mgdl. The spouse said she didn't hear any alarm that he was low. She did not check the bg. It never alerted them. She tried to give juice, but he was unresponsive. She then called an ambulance despite the patient being on palliative care. They took the patient to the hospital. He was severely hypoglycemic. They put him on IV, got his sugar back up. He was discharged home and continued to receive palliative care. He did recover from the hypoglycemic episode but passed 2 days later. The spouse alleged that the absence of alert did contribute to his death. She stated she felt he'd still be alive had she received the low glucose alert from the receiver and had not had the missed hypoglycemic episode. No product or data was provided for investigation. A return goods kit has been sent to the patient¿s family to return the alleged receiver for investigation. A follow up report will be submitted upon device investigation completion if the device is returned. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).